Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer was born in (B)(6). The reporter did not have the actual date in (B)(6), only the year.

Event description:
Caller states patient tested 5.0 inr on the coaguchek xs system while a comparison lab returned as 3.8 inr. Patient's subsequent coumadin dose was held based on the meter result. No adverse event reported. Requested return of suspect system and replacement was sent.